Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while connected to a patient, an 840 ventilator may not have started. As such, the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The biomed engineer reviewed the alarm logs, but was unable to confirm any malfunction. The biomed engineer has not yet inspected the device as he is awaiting authorization from the hospital. (B)(6) 2017 the biomed engineer reported to have completed the device testing (all calibrations, est, sst, and pvt) passed and has been returned to service. No further service is required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that an unauthorized staff attached the patient to the ventilator without the respiratory therapist present at the time of the event. The biomed engineer reviewed the alarm logs, but was unable to confirm any malfunction. The biomed tested the device and passed all testing.